Manufacturer narrative:
The out qat records were reviewed and this confirmed that all 55 devices were programmed with us english language prior to dispatch from heartsine. The sam 500p devices passed ¿out qat from heartsine technologies on the 11th march 2019. Reported issue confirmed. All 55 x 500p english devices were found to be incorrectly labelled as french on the outer pad box labelling. During the site visit on the 22nd march 2019, a correction was performed to the outer pad box labelling. The fault will be further investigated under nc ((B)(4)).

Event description:
There was no patient involved in this event. Device did not have the required language.

Manufacturer narrative:
Additional information has been received. Serial number have been provided for the 55 devices which were mislabelled. The original serial number was entered as the delivery order. (B)(6).

Event description:
There was no patient involved in this event. Device did not have the required language.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device did not have the required language.